Event description:
It was reported that the ventilator runs when turned on and the touchscreen responds, as long as the customer knows where to touch without the display showing. Reportedly, the display was dark, unit is running as expected otherwise. There was no patient involvement. The customer was provided with part number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.